Event description:
Additional information received reports that patient underwent surgical intervention during which their lead was explanted. Note: it is unknown which lead was explanted so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17162, 3006705815-2021-05852. It was reported that patient was unable to set the ipg into MRI mode due to high impedance. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.